Event description:
Large volume alaris pump was infusing total parenteral nutrition (tpn), and "pushing" two medications. The pump alarmed "connection error" and the infusion stopped. The nurse got another pump to restart infusion. Due to the high risk medications that could have been involved, this could have led to an adverse event. The pump is being evaluated by biomedical department.